Event description:
It was reported, the pt experienced excessive heat during charging. The pt is no longer using her scs system. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pt. As increase in prior non-reported heating while charging events and other non-reported events are reported.

Manufacturer narrative:
Add'l: 1627487-12192011-003-r, 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field correction and a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.